Manufacturer narrative:
This report is being filed on an international product list 2k91-32, that has a similar us product distributed in the us, list 2k91-33. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false elevated architect ca19-9xr of 168 u/ml (sid (B)(6)) that repeated 6.79 u/ml. New samples were obtained that tested architect ca19-9xr 4.53 and 4.86 u/ml and roche method normal. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer's instrument logs were reviewed for the falsely elevated result. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Review of the ticket trending and lot search did not identify an increase in complaint activity related to the complaint issue. To further investigate the customer's issue, the historical performance of reagent lot 93018m800 was valuated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 93018m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 93018m800. In addition, a device history record review was performed on lot 93018m800, which did not show any related potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue under review. No product deficiency was identified.